Event description:
Procedure: stress urinary incontinence. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental, physical pain +amp; suffering, has sustained permanent injury +amp; will likely undergo one or more corrective surgical procedures. Add'l info has been requested but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).